Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were experiencing a return of symptoms following a fall. The patient stated that they were told by their healthcare provider (hcp) that they needed to have their leads re-done due to the fall. The hcp was going to put another lead in so that the patient would have two leads with better coverage. It was reported that the patient had been in pain since having problems with the leads. It was noted that the lead issue and pain started in (B)(6) 2016. The patient switched physicians and their new managing hcp performed x-rays and stated that the lead was still intact. However, the patients previous hcp stated that the leads had moved. It was recommended that the patient discuss the issue further with their managing hcp. The patient had an appointment scheduled for (B)(6) 2016. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.